Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a change in stimulation. He had good coverage, and then one day, he began getting the sensation in his ribs and stomach. The patient was in a car accident but is unsure if the stimulation changed before or after the accident. The patient¿s physician ordered x-rays to check the placement of the leads. The patient was programed in an attempt to avoid rib and stomach stimulation. It is unknown if the issue was resolved at the time of the report.